Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient reported to clinic alarms from the power module (pm) with red battery and orange wrench. Pm trouble shooting with patient over the phone revealed that the internal battery was not connected and was unable to be reconnected. Upon further investigation, the patient reported that their wall outlet was not working from a tripped electrical breaker. The patient fixed the breaker and reported their pm was now working correctly. Patient was instructed to bring the pm in for inspection but left it at home during the clinic visit.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red battery and orange wrench alarm on the power module was unable to be confirmed. A review of the downloaded log files captured the power module operating as intended throughout the log files. There were no atypical alarms active. The heartmate power module was not returned for analysis. Per the provided information, the internal battery was not connected and was unable to be reconnected. Additionally, the patient¿s wall outlet was reported to have a tripped electrical breaker. The patient¿s breaker was fixed and communicated the power module was working correctly. A root cause for the reported event was unable to be conclusively determined; however, the tripped electrical breaker could have resulted in the red battery and orange wrench alarm. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. Heartmate 3 instructions for use section 3 - ¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module's internal battery was probably unseated properly and lost charge. When the patient lost power from the tripped breaker, he had no internal battery and therefore, had subsequent alarms. Backup controller: MFR # 2916596-2022-15626.